Event description:
It was reported that during an implantable pulse generator ipg upgrade procedure, the already implanted lead extension worked and had no impedance issues. Once the lead extension was connected to the new ipg, the lead extension displayed high impedances. The lead extension was removed from the ipg port, cleaned and reconnected, however, the impedances did not resolve. The physician attempted to disconnect the lead extension from the ipg port and was then unable to disconnect the lead. The physician left the lead extension with two open contacts and new ipg implanted in the patient.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(4), lot: 516186.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(6), lot: (B)(6).

Event description:
It was reported that during an implantable pulse generator ipg upgrade procedure, the already implanted lead extension worked and had no impedance issues. Once the lead extension was connected to the new ipg, the lead extension displayed high impedances. The lead extension was removed from the ipg port, cleaned and reconnected, however, the impedances did not resolve. The physician attempted to disconnect the lead extension from the ipg port, however, he was then unable to disconnect the lead. The physician left the lead extension with two open contacts and the ipg implanted, and has determined to replace the lead extension and ipg at the second stage implant procedure. Additional information was received that the patient underwent the second stage implant procedure wherein the lead extension and ipg were removed and replaced with new devices. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-ipg-r-MRI; upn: m365db12160; model: db-1216; serial: (B)(6); lot: 516186. The returned lead extension was analyzed and was found to be cut. The lead tip remained in the ipg port r, which was locked down by the setscrew on contact 8 and flattened by the setscrew. Due to its flattened shape, it could not be pulled out from the port. The ipg port r revealed no other anomalies. Since the lead was not fully inserted into the ipg port it would result in an impedance anomaly. The returned ipg passed the functional test and revealed normal device characteristics. With all the available information, the event of high impedances and the inability to remove the lead extension from the ipg header was confirmed to be due to an unintended user error as the lead extension was not fully inserted into the ipg header when locked down with the set screw.

Event description:
It was reported that during an implantable pulse generator ipg upgrade procedure, the already implanted lead extension worked and had no impedance issues. Once the lead extension was connected to the new ipg, the lead extension displayed high impedances. The lead extension was removed from the ipg port, cleaned and reconnected, however, the impedances did not resolve. The physician attempted to disconnect the lead extension from the ipg port, however, he was then unable to disconnect the lead. The physician left the lead extension with two open contacts and the ipg implanted, and has determined to replace the lead extension and ipg at the second stage implant procedure. Additional information was received that the patient underwent the second stage implant procedure wherein the lead extension and ipg were removed and replaced with new devices.